Manufacturer narrative:
(B)(4). The actual sample was not available for evaluation; however samples for similar complaints have been analyzed. The precipitates were isolated and inspected using various laboratory analytical methods. The analysis concluded that the precipitates observed are calcium carbonates. A (B)(4) team has been set up to further investigate this issue. Investigations into this issue by the team have progressed. A more long-term preventative plan is currently being evaluated by the team to permanently eliminate this problem. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. (B)(4).

Event description:
A customer reported to baxter (B)(4) that a small amount of precipitate had formed in the predilution line. One bag of accusol was hanging at the time and all the bags have been mixed. No medication was added via the aqualine (also no heparin via the syringe driver). There were no specific alarms noticed prior to the event. There was no injury or medical intervention reported.